Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pull wire was in its initial position within the pusher assembly distal detachment tip (ddt). The proximal constraint sphere was intact with the embolization coil. The embolization coil had offset coil winds along its length. Conclusions: evaluation of the returned pod pc confirmed a detached embolization coil. Further evaluation revealed that the pet lock was intact on the proximal end of the pusher assembly and the pull wire was in its initial position within the pusher assembly ddt. If the pod pc is repeatedly manipulated within the vessel, resistance may be experienced, and the pusher assembly may elongate beyond the reach of the pull wire and allow the embolization coil to detach. Further evaluation also revealed offset coil winds along the embolization coil. This damage was likely a result of being manipulated within the vessel. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic portal vein using pod packing coils (pod pc), non-penumbra coil, and lantern delivery microcatheter (lantern). During the procedure, the physician placed the non-penumbra coil in the target vessel using the lantern. The physician then advanced and formed the pod pc in the vessel several times; subsequently, the pod pc unintentionally detached inside the lantern. Therefore, the physician removed the lantern containing the detached pod pc and flushed the coil out. The procedure was completed using new pod pcs and the same lantern. There was no report of an adverse effect to the patient.